Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The generator cmos battery was replaced. Power supply measurements were checked for drifting current. The power supply j1 and j2 were disconnected and reconnected. The control board j3 after the reconnect was 5.093 v and the power supply j2 after reconnect was 5.167 v. The power supply was adjusted to 5.103 v and the control board j3 after adjustment was 5.179 v. Multiple boot up sequences measured a stable power supply at 5.103v after full boot up. System functions checked and they were okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Remote troubleshooting was performed and indicated that e33 displayed in technical service console and once reset the imaging acquisition system (ias) application then loaded normally. Following this the system was rebooted and the system started normally. After a short period the system began beeping and following same checks technical service console would only show initializing and all buttons greyed out. Ias application restarted and system remained in initializing with x-ray disabled. Additional information was received stating that imaging was aborted. There was no reported impact to the patient. No delay to the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: unknown, product ID: bi71000852, serial/lot #: unknown.h3, h6: no products have been returned to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a tumor resection craniotomy procedure. It was reported that the x-ray was disabled the system was in initializing. When booting up the image acquisition system (ias) the pendant was displaying x-ray disabled and system initializing. The next step was to check the generator board cmos, power supply, and troubleshoot the generator. Remote troubleshooting was performed and e33 was displayed in tech service console and once reset the ias application then loaded normally. Following this the system was rebooted and the system started normally. After a short period the system began beeping and following same checks tech service console would only show initializing and all buttons greyed out. The ias application restarted and system remained in initializing with x-ray disabled.